Manufacturer narrative:
A ge rep evaluated the sys and reconfigured the monitor. The sys operates as intended.

Event description:
The customer reported the sys will not display a live image. No pt injury was reported.